Manufacturer narrative:
Citation: ashish saini, dennis w. Kim, kevin o. Maher, shriprasad r. Deshpande, melody valve implantation in the tricuspid position after pediatric heart transplantation¿a case report, journal of the society for cardiovascular angiography <(>&<)> interventions, 2024, 101354, issn 2772-9303, https://doi.org/10.1016/j.jscai.2024.101354. Earliest date of publication used for date of event. Medtronic products referenced in the article: mosaic bioprosthetic valve and melody transcatheter pulmonary valve. This report pertains to the mosaic valve. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent surgical tricuspid valve replacement with a 29 mm medtronic mosaic bioprosthetic valve. Five years later, the patient (at 13 years of age) developed progressive bioprosthetic tricuspid valve stenosis, so a balloon tricuspid valvuloplasty was performed, which decreased the right atrial (ra) to right ventricle (rv) pressure gradient from 11 to 4 mm hg. After valvuloplasty, the patient developed mild to moderate bioprosthetic tricuspid valve regurgitation. The authors wrote that the progressive bioprosthetic stenosis and regurgitation resulted in rv failure, including the development of peripheral edema, ascites, and pleural effusion, which were refractory to medical treatment. Serial echocardiograms exhibited progressive ra enlargement with a mean bioprosthetic valve gradient of 18 mm hg. Approximately one year after the valvuloplasty, the patient (at 14 years of age) had a medtronic melody transcatheter pulmonary valve implanted valve-in-valve in the tricuspid position. At an unspecified time after melody implant, ablation was performed for atrial fibrillation. Stage 3 chronic kidney disease was also documented following melody implant. The authors mentioned that, starting nine years after melody implant, atrial fibrillation necessitated chronic anticoagulation medication. Echocardiography at the time of the last follow-up showed stable but severe ra dilation, mildly reduced rv function, and normal left ventricle function. No further information was provided pertaining to medtronic products.